Event description:
IV fluids started and infusing, chamber alarmed "air in line', alarm and pump restarted. Upon rechecking IV pump, noted a red light alarm, no audible alarm, and error message " chamber error". IV site flushed with normal saline without problem and a new IV chamber was placed and IV fluids restarted at current rate. However, 1 ml total of ivf infused from a 3.4 ml/hr ordered rate during a 40 minute period.